Event description:
It was reported that a user on the ilet bionic pancreas experienced rapid sensor-reported glucose drops from the 160s to readings displaying low after a usual breakfast, with persistent low readings for several hours on the seventh day of a dexcom g7 sensor; the user treated repeatedly with oral carbohydrates including juice, crackers, and regular soda without observed correction on the pump display, then replaced the g7 sensor and subsequently saw readings in the low 200s, with no fingerstick confirmation and no symptoms. Symptoms included hypoglycemia and hyperglycemia as indicated by sensor readings, without reported physical manifestations. Outcomes included an unexpected medical intervention consisting of oral glucose administration. Investigation included troubleshooting and education regarding urgent low alerts and low glucose management. Investigation of this case revealed no confirmed device malfunction, and the cause of the sensor-reported hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.